Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material could not be determined. The material could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. In addition, due to adhesive peeling on bending section cover, insulation resistance value at distal end does not meet specification, due to wear of angle wire, bending angle in up direction does not meet specification, due to wear of angle wire, the play of up/down knob is out of specification, adhesive on bending section cover has a chip, due to clogging of nozzle, water removal ability does not meet specification, suction volume does not meet the standard value, image guide protector has a chip, adhesive around objective lens is peeled, light guide lens has a crack, plastic distal end cover has a scratch, connecting tube has a scratch, forceps channel port is shaved, scope cover has a scratch and plate is peeling, switch box has a scratch, lock engagement lever and knob have a scratch, universal cord has a scratch, grip has a scratch, and control unit has discoloration. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon the investigation's completion or if the user facility provides any additional information.

Event description:
The customer reported to olympus that the evis lucera gastrointestinal videoscope had poor gas and water delivery and the device was returned to olympus for repair. Upon inspection and evaluation of the returned device, foreign matter was found in the nozzle. This report is submitted due to the finding that foreign matter came out of the nozzle. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.